Event description:
The customer reported the nav-ring is not working. The ventilator was not in use. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, the issue was discovered during periodic maintenance which is outside clinical use. Therefore, this complaint no longer meets reportability requirements.